Event description:
Hip patient contacted a friend who is j&j employee: hip patient received hip-tep left side in (B)(6) 2021. He is now suffering from a leg length discrepancy. The left leg is 1.4 to 3.0 cm shorter than the right one. In addition, the hip head dislocated from the cup. A treatment was done non-invasive. Any movement is only possible wit help of crutches. Doi: (B)(6) 2021, left hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this complaint was received for examination. From the x-rays provided the photo investigation found the cup might not be aligned correctly. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 10/04/2021. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 09/30/2031. 5) IFU reference: (B)(4). Device history review:1) quantity manufactured: (B)(4). 2) date of manufacture: 10/04/2021. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 09/30/2031. 5) IFU reference: (B)(4).